Manufacturer narrative:
(B)(4). The customer reported that the battery charge led is not lit. There was no pt involvement reported. Philips staff informed the customer that this unit has been out of support since (B)(6) 2006 and that replacement parts are no longer available. No parts were supplied to the customer for this reason. The device was not repaired and was removed from service at the customer site. A letter was sent to all codemaster customers explaining the end of support for codemaster defibrillators. No further investigation is possible or warranted. The root cause of the malfunction cannot be conclusively determined because, the device is out of support and cannot be repaired.

Event description:
The customer reported that the battery charge led is not lit.